Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred the day the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, redness, and drainage under the sensor patch. The patient had itching sensation and pain in the area. On (B)(6) 2023, the patient consulted a physician who examined the reaction site, diagnosed the patient with an infection, and prescribed oral (cephalexin) and topical (mupirocin three times per day) antibiotic medications. At the time of the report, the patient stated the reaction site healed after one week and she was doing well. No additional event or patient information is available.